Manufacturer narrative:
Eval of the returned device found the device to have the catheter shaft and the secondary sheath to be accordianed during use of the delivery system, if the handle is rotated at minimum of 1.75 rotations with a tortuous anatomy, the secondary sheath has a potential to bind itself on the primary sheath. This friction from the secondary sheath actually starts to clamp down on the primary sheath and restrict movement. Our manufacturing personnel have been notified of this event.

Event description:
Reportedly, after 2/3rds of the stent was deployed there was no more movement, tried to deploy using cord, but it would not work, so tried thumb slide again and the sheath finally retracted and the final 1/3 of the stent deployed. No patient injury or medical intervention was reported as a result of this event. No further info available.